Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen display had lines that blocked graphics and text. The customer¿s blood glucose level was not impacted. The customer reverted to manual injections for insulin therapy.